Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 was not detected on bus. A field service engineer (fse) powered down the station and the drawer was disassembled, while the drawer was disassembled, the row tray was reseated along with the retractor band cable at both the drawer and module controller. The row board cable was also reseated at the drawer controller and individual row boards. After reassembling the drawer and powering the device back on, testing revealed one pocket was not fully seated. Medication underneath the pocket was removed, and drawer functionality was verified in diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer 3.1 was not detected on bus and cubie was failed to open. Rebooted the device but failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.